Event description:
It was reported that while a clinician was using a bd vacutainer winged safety push button blood collection set with 12 inch tubing and luer adapter to draw a pt's blood, the safety mechanism broke ans separated from the needle causing a contaminated needle stick injury to the clinician's palm. Both the pt and clinician rec'd routine post exposure lab work and the clinician also rec'd unspecified prophylactic treatment.

Manufacturer narrative:
A sample is available for eval. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: results: it was observed during the investigation that the line running led to the probability that the equipment was a likely candidate for causing the issue. It appears that there can be a misalignment of the front and rear barrel that would lead to a jam at the transfer station. That jam could lead to damage to subsequent barrel subassemblies. Conclusion: it is presumed that the misalignment was the likely root cause of this incident. A corrective and preventative action was initiated for this incident to remediate any future occurences. Device evaluation summary was listed on the first supplemental report.

Event description:
It was reported that while a clinician was using a bd vacutainer® winged safety push button blood collection set with 12 inch tubing and luer adapter to draw a patient's blood, the safety mechanism broke and separated from the needle causing a contaminated needle stick injury to the clinician's palm. Both the patient and clinician received routine post exposure lab work and the clinician also received unspecified prophylactic treatment.

Manufacturer narrative:
Results: two samples, one unused and one used, were received for evaluation. A simulated use test was performed on the unused sample by pushing the safety activation button. The IV needle retracted into the housing barrel as designed without breakage. A visual analysis of the used sample revealed separation of the front and rear barrels of the device. The rear barrel was also found with breakage on the flange of the mating area. A review of the device history record revealed no irregularities for the reported lot number 4294517. Conclusion: an absolute root cause for this incident has currently not been determined. The unused sample met manufacturing specifications and the used sample will be evaluated further. A corrective and preventative action plan will be opened and a multifunctional team will be implemented to investigate this defect. This will include root cause determination, and corrective and preventive actions taken to remediate this defect. Upon completion of the ongoing investigation, a second supplemental report will be filed.